Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous and non-calcified lesion in the left anterior descending artery. A non-abbott guide wire was retracted after an unspecified stent was deployed. Although there was no resistance during removal, the radiopaque portion of the guide wire became detached. It is unknown why the guide wire detached. The detached portion of the guide wire was located outside the unspecified stent. A 190 cm balance middle weight (bmw) universal ii guide wire was advanced to retrieve the separated non-abbott guide wire. The physician intentionally caused the bmw guide wire to become entangled with the detached non-abbott guide wire. Both guide wires were pulled back together through the previously deployed unspecified stent; however, the guide wires became stuck inside the unspecified stent. The distal portion of the bmw guide wire became detached. A second unspecified stent was deployed to crush both detached guide wires against the vessel. The procedure ended at this point. The patient is stable. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided. No damage to the previously deployed stent. No resistance during advancement.